Event description:
It was reported that this right atrial (ra) lead with this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements. Multiple noise events were also noted. Subsequently, this lead was explanted and replaced with another ra lead. This ICD remains in service. No additional adverse patient effects were reported.